Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose, act button were not responding. The customer¿s blood glucose level was 399 mg/dl at the time of incident. Customer experienced symptoms such as nausea, dizziness. Customer was treated with insulin pump and manual injection. Customer did not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive act button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button.